Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal and from the case seal traveling to the bumper. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. Unrelated to the original complaint, the threads of the returned battery cap were found to be stripped and unable to secure to the returned pump or a test pump. A test battery cap was used and able to properly secure for testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.